Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00695. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.